Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 3.50 x 20 synergy stent was advanced but failed to pass through the calcification before the lesion. The device was removed outside the patient's body and it was noted that the stent strut was found to be flared. The procedure was completed with another of the same device. No patient complications nor injuries were reported.